Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received a questionable igg antibodies to toxoplasma gondii (toxog) result for one patient on their e601 analyzer. The patient's initial toxog result was 42.18 iu/ml, which was considered reactive, and it was reported outside the laboratory. The sample was then tested on a liaison analyzer and the result was 5 u.I./ml, which was considered nonreactive. The patient was not adversely affected. The toxog reagent lot number was 171242. The expiration date was requested, but not provided.

Manufacturer narrative:
Patient samples were returned for investigation. The customer's results were confirmed and deemed to have been correct. This was confirmed using a validated neutralization test.